Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There were no visual anomalies noted except for scratches that occurred during explant. All dimensional and functional testing met the design specification. There is no evidence to suggest that the cause of the patient¿s death was related to a failure of the device to meet specification.

Manufacturer narrative:
Analysis of the returned device is in progress. The date of the device implant was not known/available at the time of this report. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve has a manufactured date of august 1988. (B)(4). (B)(6).

Event description:
Medtronic received information that this medtronic aortic mechanical heart valve was explanted after approximately 24 years and replaced with another manufacturer's valve. The patient passed away following the surgical procedure. It was unknown if the patient death was related to the explanted heart valve. Subsequently, a medtronic field representative reported that the patient's physician advised that the patient had presented following a myocardial infarction (mi), with additional observations of severe aortic regurgitation (ar), mitral regurgitation (mr), a paravalvular leak, an ejection fraction of 15% and poor bypass targets. The explanted valve has been returned to medtronic. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.